Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged lcd color cable. The lcd color cable will be replaced to resolve the report once estimate is approved. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.